Manufacturer narrative:
The lead configuration programming will remain in unipolar. The available information suggests this device and lead remain in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and epicardial lead exhibited pacing impedances greater than 2,000 ohms. The lead had been implanted one day prior with acceptable measurements. The lead was tested in a unipolar configuration which yielded acceptable measurements. No adverse patient effects were reported.